Event description:
Complaint alleges: "the hosp reported that the hem-o-lok clips did not close during the clipping of the cystic. The clip "broke" without any abnormal manipulation during the replacement, introduction and placement of the clip." Add'l info has been requested, but no add'l info has been submitted at the time of this report.

Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The MFR will continue to monitor and trend relating complaints.